Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product shows there's battery acid leakage inside the battery compartment. When tested, the alarm sounds intermittently with new batteries and a power supply. Manufacturer references file # (B)(4).

Event description:
Customer is reported that the alarm has an intermittent alarm tone when pressure is taken off the sensor pad. The issue was discovered when the product was removed from storage. There was no patient contact or incident reported.